Event description:
The customer reported an error indicating a malfunction which may result in the delivery of a hypoxic mixture. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The link-25 system was calibrated to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(4).

Manufacturer narrative:
Additional information was received that the reported event did not result in a hypoxic condition. There was no reportable malfunction. H3 other text: additional information was received that the reported event did not result in a hypoxic condition. There was no reportable malfunction.